Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also indicated that during repositioning, a mechanical malfunction occurred as the superior vena cava (svc) coil on removal before the lead could be repositioned. Therefore, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that no damage to the superior vena cava (svc) coil was visible at the time of analysis. Analysis indicated that lead conductor became extrinsically distorted due to pulling/stretching/overstress. Visual analysis summary indicates apparent damage to the lead at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.